Event description:
It was reported that during a laparoscopic cholecystectomy while trying to clip the cystic duct, the clip came out but was not actually clipping. The clip was halfway closed, in a tear drop shape "like an aneurysm clip." Then the next clip would not come fully out into the jaws, and the trigger had to be actuated several times. Resistance was felt from the trigger when the device was actuated. The case was completed with a different model clip applier of another manufacturer. The device was reported as being held by the user facility.

Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report and was reported to be held by the user facility.